Event description:
It was reported by the rep the device was used in a thoracotomy. It was reported the tct75 was closed on lung tissue to be transected. When the dr attempted to fire the device he reported the firing lever was locked out and would not fire. The device was removed and another linear cutter was used to complete the case without difficulty. There was no consequence to the pt.